Manufacturer narrative:
E1: reporting institution name: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that during use a fault alarm occurred, but no audible alarm tone was heard. The device was replaced, and the engineers were notified. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. This investigation is ongoing.

Manufacturer narrative:
Per the good faith effort (gfe) response, it was confirmed that the customer handled the repair independently and no onsite philips service was performed. The customer reported that the ventilator displayed a ¿main alarm failed¿ fault during clinical use. The device was immediately removed from service and replaced with another ventilator. No adverse reaction or impact to the patient was reported. The hospital engaged a third-party service agent to evaluate and repair the device. The agent identified a speaker failure and replaced the component. Following the repair, the device returned to normal function, and no personal injury was associated with the event. After the speaker replacement, the ventilator passed performance verification testing; however, specific details on the evaluation method were not provided. The unit has been returned to clinical service. A speaker component was replaced, but the defective part will not be returned to philips/respironics for investigation, as it was discarded by the service provider. Therefore, the root cause at the component level cannot be confirmed due to the absence of a return-part analysis. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.